Event description:
Customer reported that during cine runs the monitor flickers and goes out. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor and cine drive. System operates as intended.